Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related.

Event description:
A report was received that the patient¿s lead protruded and there was a break in the skin. The patient also developed infection. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
A report was received that the patient¿s lead protruded and there was a break in the skin. The patient also developed infection. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefor,e a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.